Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to moisture in the cartridge compartment. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was 490 mg/dl with nausea, shortness of breath, chest pain and large level of ketones. It was reported that the patient was treated by the health care professional at the hospital with intravenous fluids, insulin injection and insulin via pump. The patient allegedly resumed pump therapy on the same pump without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter stated that there was leakage in the cartridge compartment on the event date which they did not notice until later. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged leakage in the cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data did not find any alarms or warnings related to the complaint. Total daily delivery added up correctly. Both caps were returned and used in the evaluation. Visual inspection of the pump found some cosmetic damages. Cartridge compartment was intact. The battery compartment was found to have cracked at the side near the threads, from the threads to the grip pad, and from the top to the grip pad. A leak test showed leak where the battery compartment cracks were located. The pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The pump delivery accuracy was within specifications. Pump casing was opened and no evidence of moisture intrusion was found inside the pump. The reported casing issue was verified in the investigation.